Event description:
It was reported that (1) device was used during a nephrectomy laparoscopy. It was reported by the affiliate that the er320 clip applier did not fire. The clips fell from the jaw. Another device was used to complete the case. There was no consequence to the pt.